Event description:
It was reported that the patient presented in emergency room due to asystole. It was noted that the right ventricular lead exhibited intermittent loss of capture. The lead was capped and replaced on (B)(6) 2025. The patient was stable.